Event description:
During bowel resection, stapler fired to anastomose the bowel. Upon manipulation of bowel, md discovered that staple line had dehisced. Resulted in removal of another portion of the bowel containing the staples.